Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the tip of the helical blade/screw extractor broke off inside the proximal femoral nailing system (tfna) lag screw while trying to remove the implant. The tip of the lag screw removal tool broke off inside the lag screw and was not able to be removed. There were thirty to forty minutes of surgical delay. The procedure was not successfully completed. The patient outcome was unknown. Concomitant device reported: unknown tfna lag screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1)unk - nail head elem: tfna lag screw. This is report 2 of 2 for complaint (B)(4).